Event description:
It was reported the irrigation port detached from the handle of the therapy cool flex catheter. About two hours into the procedure, the occlusion alarm was displayed on the cool point pump. The internal lumen was inspected and was still intact, so the physician decided to continue the procedure with the same catheter. Fifteen minutes after the initial break, the internal lumen of the coolflex catheter broke. The physician then decided to stop the procedure. There were no consequences to the pt. Additional info was requested, but is not available.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification cannot be determined as no device was returned for investigation and no further info is available at this time.